Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and was conducted on the returned devices. The returned samples determined that it was received six unopened samples that pertain to the product code sxpp1a444. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to fraying suture or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-00411, 2210968-2023-00412, 2210968-2023-00413, 2210968-2023-00414, 2210968-2023-00415, 2210968-2023-00416.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the sales rep reported that the product is in shipment. We are waiting for receipt of the product.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/5/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: customer account: (B)(6). Related reports: 2210968-2023-00411, 2210968-2023-00412, 2210968-2023-00413, 2210968-2023-00414, 2210968-2023-00415, 2210968-2023-00416.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify when did the issue occurred (during removal from package /during passage through tissue/ during tying / post-op)? Please confirm what do you mean by "frayed stratafix threads right after the needle"? What is the total number that were defect (frayed suture)? Answer: the problem was found on 6 out of 12 threads in the package during an abdominoplasty. After the first passage, the surgeon noticed that the thread was fraying near the needle and the beginning of the anchors. The "defective" threads were thrown away because they were used in the operating field. The sales rep will ship the box with the remaining 6 products. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m. Events reported via: 2210968-2023-00411, 2210968-2023-00412, 2210968-2023-00413, 2210968-2023-00414, and 2210968-2023-00415.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2023 and barbed suture was used. During the procedure, surgeons found a box of frayed stratafix threads right after the needle. When they changed the box with a different lot, the problem was no longer encountered. No adverse patient consequences were reported. Additional information was requested.